Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B)(4) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not available for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Stricture is an anticipated complication of colorectal anastomotic procedures specifically when pt has ileostomy and there is no passage of stool through the anastomosis.

Event description:
The pt underwent dixon procedure using colonring with a protective ileostomy due to a rectal malignancy. The pt came back to the hospital for endoscopy. The endoscopy detected that the mucosa is smooth but the rectum became narrow with only 8mm diameter. The ring expelled out 1.5 month post operation. The ileum pouch is still there.